Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: none. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor was misaligned and not in the proper offset position to open the door. Additionally, it was found that the mobile view station (mvs) had a blown din rail fuse so it did not power on. The din rail fuse was replaced and the rotor offset was aligned. The system was then found to be operational and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door open message would not clear even though the door was closed. Troubleshooting was performed by squeezing the sides of the door to try and clear the message and this did not resolve the issue. The site also reported not being able to move the door at all. There was no patient involved.